Manufacturer narrative:
An event regarding pain involving an unknown shell was reported. Loosening of the shell was confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded "in clinical practice, there are just too many potential patient-related or procedure-related factors around to play against adequate bone ingrowth fixation and the better the rate of biocompatibility of a device, the better it¿s defense and performance under all those adverse implantation conditions. Because the exact type of acetabular component was not provided, only a generic class of trident, a final conclusion regarding failure mode cannot be made." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported patient has thigh pain beginning four months postop. Revised (B)(6) 2017, acetabulum only.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient has thigh pain beginning four months postop. Revised (B)(6) 2017, acetabulum only.